Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 34mm amplatzer amulet left atrial appendage occluder was chosen for implant. The device looked out of shape when viewed by angiogram in the implant site so the physician tried to retrieve the device to reposition it. There was resistance felt and the device was unable to be recaptured. Retrieval was successful after a few tries and the device was replaced with a 31mm amplatzer amulet left atrial appendage occluder. The 31mm device was successfully implanted. The physician deemed that the difficulty in retrieval was due to a malfunction in the 34mm device. The patient is stable and there were no adverse consequences. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of a device deformation and difficult retrieval was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Possible causes of device deformity include use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment. The correct delivery system was used and no anatomical interference, or angulation or kink in the delivery system was reported. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a